Event description:
It was reported that the patient experienced recurrent hypoglycemia after meal announcements while using the ilet with a dexcom g7 cgm, including a post-lunch glucose of 49 mg/dl after a usual meal and an observed increase in recent lunch insulin dosing from approximately 4.3 units to 10.4 units. Customer care provided remote troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia was unclear, with meal announcements perceived by the user as delivering too much insulin and a request for target changes or device transition. No symptoms were reported associated with hypoglycemia. Outcomes included self-treatment with oral glucose and subsequent hyperglycemia confirmed by fingerstick. It was concluded that the event involved hypoglycemia with an undetermined cause, and the case was forwarded for possible feature review and evaluation of target adjustments. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.